Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a screwdriver tip broke during final tightening of the last locking cap of a tlif procedure. The surgeon still tightening a few more turn after a click sound was heard. It is unknown if there was surgical delay due to the incident. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Manufacturing location: (B)(4). Manufacturing date: july 28, 2011. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgery was not prolonged. There was no patient harm. Screwdriver tip break after final tightening of the last screw.

Manufacturer narrative:
A manufacturing evaluation was completed: the tip of the screwdriver is broken off. As part of the manufacturing investigation a hardness test was performed on the screwdriver shaft; the result of the hardness test meets the specification. It is therefore likely that the screwdriver tip broke off by applying excessive force during tightening. According to the inspection sheet in the device history record, the stardrive t25 tip has been passed inspection. No manufacturing related issue was identified and/or confirmed. A product investigation was completed: beside of the broken off stardrive t25 tip the screw driver shaft is in visual good condition. The broken off portion is missing. Because of the damage the dimensions and features relevant to the complaint could not be checked anymore. The microscopic view of the broken surface does not show any anomalies of materials structure. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances but caused during a mechanical overloading situation. No manufacturing related issue was identified and/or confirmed device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.